Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch de2125, mfg date: 05/04/2011, exp date: 01/12/2016. Batch dc7015, mfg date: 03/31/2011, exp date: 01/12/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-01587. The same device is represented in each medwatch as it was involved in two events.

Manufacturer narrative:
(B)(4). An actual needle was returned for evaluation. It was examined under magnification for attribute defects. There were marks on the body of the needle and at the edge of the barrel. No needle defects were noted.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. The needle pulled off of the suture during the procedure. Another like device was used with no adverse patient consequences reported.